Event description:
Rptr has chronic fatigue syndrome believed to be caused from implants, rash all over body at times for no apparent reason, nervousness, liver problems, depression, and suspected contamination due to leakage.